Event description:
It was reported by the rep that during a lap sigmoid procedure the surgeon closed the instrument onto the firing range (green gap setting), and fired the instrument. The firing was incomplete. They kept the original anvil in place (proximal portion of the sigmoid). Redid the rectal stump, then opened a new device to reconnect to the anvil. That anastomosis was complete. The case was completed with a like device with no pt consequence.